Event description:
Int'l. (Ireland) complaint received reporting leakage issues with use of ch2000s-c, spinning spiros. It was reported that set-up consisting of the spinning spiros was "attached to giving set. A 5" bag spike spiros adaptor set was added to chamber end of giving set and this connected to treatment minibag. Giving set was then attached to pt's ports cath gripper needle via the spinning spiros. After 10 minutes. Fluid was leaking from the giving set/spinning spiros/gripper needle connection point. Spinning spiros and giving set were detached and a new set including spinning spiros was hung and treatment continued without incidence". There were no reported adverse patient/operator outcomes and or consequences. Device return: a used set-up was returned consisting of ch2000s-c spinning spiros attached to an unknown extension set, mated attached to a 5" bag spike adapter w/spiros set. Visual analysis (pre & post decontamination) was performed. During decontamination, the returned ch2000s.

Manufacturer narrative:
Engineering testing and analysis of the trend set-up was performed. The device set up was pressure leak tested per the applicable product specifications. The results recorded the returned stand-alone ch2000s-c spinning spiros attached to the distal end of the set was leaking internally. Further microscopic examination showed the spinning spiros o-ring was not seated correctly/was displaced. There were no other performance issues noted with the remaining devices/components. Detailed analysis of the involved component manufacturing and assembly processes which included equipment, inspections and work instructions was performed. Cont. Pg. 3 other remarks the team identified several improvements focusing on the press, test operations and welder station processing sequences. The automated assembly process now has a sensor that 100% verifies the presence and proper placement of the componentry (o-ring on the female luer). The workflows were modified, additional detailed assembly instructions were implemented and affected employee training was performed.